Event description:
Device appears to be intermittently undersensing on the ventricular lead on stored electrogram (egm). High right ventricular lead threshold on (B)(6) 2025. Noted high right ventricular lead capture threshold measurement. Measurement consistent with historical values. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).